Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) defibrillator lead was explanted seven days post implant, due to dislodgement and subsequent pace impedance measurements high within normal limits, in the 1,200 ohms range. A different lead same model was successfully implanted. No additional adverse patient effects were reported. Return of the lead is not expected. If the product is returned, analysis will be performed, and this report will be updated at that time.